Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female underwent a primary breast augmentation with mentor memorygel breast implants 275cc and experienced bilateral baker grade IV capsular contraction post-operational. As a result, the patient underwent device removal on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 12/17/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced capsular contracture. During visual evaluation in the anterior view of the device, some creases was observed. In addition, a tear measuring approximately 1.2 cm was noted. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease and rupture failures may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on 8/12/2019, mentor became aware that the patient is scheduled to undergo bilateral device removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/12/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor became aware that the patient underwent device removal and replacement with 275cc mentor memorygel breast implants, catalog number 3502751bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. Manufacturer's reference number: (B)(4).